Manufacturer narrative:
(B)(4).

Event description:
The customer reported the dimensions of the custom tube were no to specification. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated with this report was not returned. A photo was provided and the original sample was not returned. There were no non-conformances detected in the photo. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. A review of the device history record was conducted and verified that there were no non-conformances during the build of this lot and that all dimensional measurements were within specification.